Event description:
It was reported that a procedure took place for exploration and extension change due to impedance issues. The manufacturer represent ative (rep) present for the procedure reported that the patient was having impedances on contact 0 where he was getting stimulation. About a month ago he started having shocking sensations, but he decided with his physician to wait because it was not so bad. The sensation got worse so they proceeded with the exploration. The extension was identified to be the cause and was switched with a new extension. The old extension is currently in pathology and will be sent in for analysis.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2023; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep reports the patient has not had any shocking since surgery and is resolved. Rep also reports surgeon observed nothing that would contribute to the issue.

Manufacturer narrative:
Continuation of d10: product ID b3400060 lot# serial# (B)(6). Implanted: (B)(6) 2023. Explanted: (B)(6) 2025. Product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.